Manufacturer narrative:
The service representative replaced the faulty dcm. He also found the probe's pcba j7 pin was damaged and replaced the probe pcba. The system operates as intended.

Event description:
It was reported that the device displayed low readings. No patient injury was reported.